Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test once. The insulin pump rewound slower than before. They had to press the buttons harder in order for them to respond. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind, no excessive no delivery/occlusion alarm, failed battery alarm and battery out limit due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act. The motor was tested outside of the device and passed. Device received with cracked battery tube threads.